Manufacturer narrative:
Conclusion: the device investigation confirmed that the device is not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the patient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The child's hearing performance was suddenly worse at the end of (B)(6) 2017. There was no report of any head trauma by the parents. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child's hearing performance was suddenly worse at the end of (B)(6) 2017. There was no report of any head trauma by the parents. The device has been explanted.